Event description:
The following information was provided: it was reported that the patient's left knee was revised due to limited rom (caused by patient issues). Surgeon performed soft tissue releases and debridement, and swapped a 4x9 cr insert for a 4x9 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.